Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to a coarctation stent placement interventional procedure. Reportedly, there was no blood flow coming from the marker lumen when the prostyle device was positioned in the artery. The device was removed and re-flushed with saline; however, there was still no blood flow from the marker lumen when reinserted into the artery. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 10f sheath and the coarctation stent placement procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device return status updated from returning to not returning.